Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, underfill occurs on an unspecified number of samples when within 1-2 months of the expiration date. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, underfill occurs on an unspecified number of samples when within 1-2 months of the expiration date. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 30-jul-2025 investigation summary bd received 850 samples from the customer for complaint investigation. Functional testing for draw volume were completed on 20 returned samples and 20 retained sample and all tubes tested within specification requirements. Furthermore, 200 samples, consisting of 100 returned and 100 retained, were visually examined, and no cracked tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged and underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.